Manufacturer narrative:
If implanted: not applicable as the iol was not implanted. If explanted: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) ejected prematurely and the lens did have patient contact but was not implanted. There was no medical intervention and the procedure was completed using another lens with the same model and diopter size. No additional information was provided.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 09/10/2020 section h-3: device returned to manufacturer: yes. Device evaluation: the complaint lens was returned in its original packaging. Upon evaluation of the device, the plunger was observed in a partially advanced position and the pushrod looks centered inside the device. A small amount of lubricating material residues was observed in the device. All the components were correctly engaged, no assembly error related to manufacturing process was identified. The cartridge tip was damaged/deformed, this could be related to the handling of the product during the surgery process. Part of the lens was stuck at the cartridge tip; therefore, the reported issue was not verified. Due to the conditions in which the sample returned product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.